Event description:
Information received from the manufacturer's representative reported that the patient was schedule to have their implantable neurostimulator (ins) replaced. The ins was implanted in 2010 and the replacement was less than the 9 year time frame for a rechargeable ins model. An estimated longevity calculation was performed for a prime cell device with the following 2 settings: first setting = 2 anodes and 2 cathodes, 5.3 volts, 120 pw, 130 hz and 12 hours on and showed a value of 24 months from the date of implant. Second setting = 2 anodes and 2 cathodes, 5.8 volts, 300 pw, 40 hz and 12 hours on and showed a value of 29 months from the date of implant. The indication for use for the implanted device was noted as degenerative disc disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) on 21-oct-2016 reported that a physician mode recharge was attempted diagnostically to determine the battery depletion issue. The patient had difficulties with recharging implantable neurostimulator (ins). It was noted that the ins replacement was not due to normal battery depletion. The ins was replaced with a primary cell device on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional as part of a clinical study. It was reported that the spinal cord stimulation was unable to be charged. The patient reported that they could not charge on (B)(6) 2015. Therapy was suspended for the entire system on (B)(6) 2015 and the event resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2016. The event was related to the device or therapy, specifically to the recharge process and patient usability issues with the patient programmer. The event was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The ins was replaced due to the patient having gained weight and difficulties with recharging. The ins was overdischarged and the patient desired a non-rechargeable ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study via the manufacturer representative. The customer believed the product was sent back but had not maintained records of the return.